Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to infection with sepsis and endocarditis. No additional adverse patient effects were reported. The implantable lead was explanted.